Event description:
It was reported that during procedure no air was coming when doing fluid/air exchange. Due to this event the eye went soft. No actual patient harm or delay was reported.

Manufacturer narrative:
In regards to this complaint, a cartridge with tube sets was returned for investigation. Besides the 3-way valve from dorc, a second 3-way valve of another manufacturer was connected. Pertinent to the complaint description, the disposable air-fluid dual tubing with the valves in the as received position was connected to an external pressure source to check the flow. It was found that neither the air-fluid tubing nor the 3-way valves or the infusion line was obstructed. Device history record review revealed no deviations and a database search showed that no similar complaints have been received previously. Based on the investigation performed, the problems experienced by the physician could not be attributed to the returned product. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Manufacturer narrative:
The product will be returned for investigation.

Event description:
It was reported that during procedure no air was coming when doing fluid/air exchange. Due to this event the eye went soft. No actual patient harm or delay was reported.